Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02866 and # 3005099803-2012-02867 address these devices. It was reported to boston scientific corporation that two jagwire guidewires were used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) in the liver. According to the complainant, after unpacking it was noticed the hydrophilic tips of two jagwire guidewires were partially detached, exposing the core wire tips. Another jagwire guidewire was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02866 and # 3005099803-2012-02867 address these devices. It was reported to boston scientific corporation that two jagwire guidewires were used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) in the liver. According to the complainant, after unpacking it was noticed the hydrophilic tips of two jagwire guidewires were partially detached, exposing the core wire tips. Another jagwire guidewire was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4) - the reported event of guidewire tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual inspection confirmed that the coating at the tip of the wire was peeled and the corewire tip damaged. Based on the condition of the tip it appeared that the jagwire was manipulated incorrectly during removal from the hoop. Adhesive residue was present on the wire, indicating that the pebax was properly attached to corewire during the manufacture of the the device. The investigation concluded that the root cause for the reported event is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.